Event description:
On 23-sep-2025 the user¿s caregiver reported that the user experienced high blood glucose (bg) of 441 mg/dl the previous day. A meal announcement was entered to correct the high, but bg did not decrease, prompting a full supply change. The user, using a contact detach infusion set and dexcom g7 continuous glucose monitoring (cgm), showed no issues with the removed set. The agent advised not to meal announce to correct future highs, and the caregiver understood. The highest blood glucose (bg) recorded was 441 mg/dl. Bg was corrected with a supply change. The user reported feeling shaky and sweaty during the event. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.